Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers g4: PMA / 510(k)#: k213670, k231373. Investigation summary: bd received two samples and four photos for investigation. The analysis revealed a piece of plastic protruding from the gate on the hemogard closure. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: molding defect- gate stub. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes, there were an unspecified number of hemogard caps with a burr. No adverse impact was reported regarding the patient or user.